Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an incomplete flap cut on a patient's eye. Surgery was cancelled. The surgery can be repeated when time has passed and the eye structure has recovered. Additional information has been requested.

Manufacturer narrative:
Additional information provided in device evaluated by MFR, evaluation codes, and additional narrative. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).